Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hyperglycemia with a highest recorded blood glucose of 307 mg/dl after a snack, with a stable trend and elevated glucose for approximately 30 minutes. The user did not use backup therapy, did not test ketones, and did not require medical assistance. Symptoms included high blood glucose without acute clinical effects. Outcomes included no hospitalization, no professional medical intervention, and no need for assistance. Investigation included remote troubleshooting and education, as well as follow-up confirming glucose was slowly trending down while the user continued to monitor. Investigation of this case revealed no device malfunction reported and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.